Manufacturer narrative:
Continuation of d10: product ID hh9020tdd, serial# (B)(6), product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implanted pump. The indication for pump use was non-malignant pain. The patient reported a lag with connecting. The patient stated that they get 6 boluses per day. The agent reviewed the steps to resolve the lag and confirmed the patient was able to connect and bolus successfully while on the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that it was taking a long time to connect again. Patient services walked the patient through steps regarding the issue. It was also reported that the patient had dropped the handset and it was now cracked. Patient services offered to connect the patient to sunmed. The patient declined. Patient services provided the sunmed phone number.